Event description:
Additional information received from manufacturer representative (rep) on 2017-may-22 reported the rep believed the patient felt like they were withdrawing from their pain medication. It was noted an error code was called in, and no actions/interventions had been performed yet. It was noted that the patient left the hospital. The cause of the motor stall was not determined, and the motor had not been resolved. The patient's weight was unknown. Additional information received from a consumer on 2017-may-23 reported same and similar information regarding the motor stall. It was stated that the patient was getting a catheter and pump replacement this ((B)(6) 2017). The patient's wife inquired about the priming field bolus field action from 2013 and wanted to know more about it and if it pertained to her husband. It was also asked how long a catheter should be in before it is replaced. It was inquired on if they would get another ID card regarding replacement. The field action communication regarding the priming bolus was reviewed and was redirected to healthcare professional (hcp) to discuss any concerns regarding the patient's upcoming replacement surgery for the pump and catheter. It was reviewed that it is a medical decision regarding when to replace the catheter. It was reviewed that information regarding analysis if they should choose and was redirected to pathology lab and surgeon etc. Other factors and considerations that can play a role with pump therapy was reviewed and was to discuss with hcp. The ID card process was reviewed and to call manufacturer on status if they choose; but to request the prs information prior to leaving the surgery. It was reported in 2011 the hcp that initially implanted the pump and catheter never checked the catheter any of the times they requested it. No f urther complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their pump was replaced in (B)(6) 2017 due to a motor stall. The patient mentioned he had to stay in the hospital a couple days because the representatives were gone, but they didn¿t know anything about pumps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that he was released from the doctor¿s care in (B)(6). He got other hcp listings and found a doctor who would not take him as a patient. Patient was still trying to find an hcp to fill his pump and stated that he had time till 21st. Patient noted that he had a baclofen pump and had fentanyl and hydromorphone in it. Indicated for pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jun-14 reported they had a revision of the pump surgery because the one that they had failed. The patient was calling to get information on that. It was reviewed that if the pump was sent back for analysis, analysis can take several weeks to months. Once the analysis is complete the information will be sent to the healthcare professional (hcp). The patient was redirected to the hcp to verify the pump was returned and if they received any information. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown concentration for a total dose of 2447.1mcg/day and dilaudid (hydromorphone) with an unknown concentration for a total dose of 3.670mg/day via an implantable pump for non-malignant pain and failed back surgery-other. It was reported personal therapy manager (ptm) showed code 8476. The code meaning was reviewed and was for a motor stall. It was noted that a family member/friend was the caller. It was noted that the caller had not heard the pump alarm. It was noted that the patient was to follow up with healthcare professional (hcp). No symptoms were reported. Event date was noted as (B)(6) 2017. It was later reported a manufacturer representative confirmed the patient had a motor stall. It was reviewed that the patient's wife reported the motor stall code on the ptm, and wasredirected to hcp. No further complications were reported/anticipated.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the motor stall did not recover and logs were available to be sent, but were not sent. The patient's weight remains unknown. It was unknown if the catheter and pump will be returned for analysis as it is to be decided by the surgeon. No further complications were reported/anticipated.